Event description:
It was reported the patient had a lead revision due to the lead not being in an optimal position. The manufacturing representative stated the old lead was in a ¿bad position.¿ there were no issues with the lead. A new lead was placed in a more anterior position so the patient was not getting side effects. The manufacturing representative was not sure what side effects the patient had, but they were not able to program appropriately. Impedance testing and a CT scan were done. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. The patient did have some symptom reduction. Following the revision the patient was doing well and the lead was confirmed to be in an optimal position.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0349034v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).